Manufacturer narrative:
The event was reported to have repeatedly occurred "in the second half of 2021". The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis "repeatedly". The breach in aseptic technique further described as "introduce bacterial". It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment. It was not reported if the patient was retrained on proper aseptic technique. The reporter declined to provide additional information.